Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 420 mg/dl. During troubleshooting, found air bubbles in the reservoir. Customer did not want to prime the air bubbles out. Customer would just change the reservoir. Customer will not be returning the reservoir for analysis.